Manufacturer narrative:
Product was scrapped by customer. Evaluation is pending.

Event description:
On 12 aug 2008, the distributor reported that on an unknown date it was identified that the rod caliper had a screw that was broken and the product was non functional. This malfunction has resulted in an adverse event in the past.